Event description:
A consumer implanted for non-malignant pain reported that on (B)(6) 2016, halfway through their recharging session, they began experiencing pain at the implantable neurostimulator (ins) site that spread down their leg. The consumer turned the ins off, but it didn't resolve the issue. The healthcare provider (hcp) further reported the cause of the pain was not determined. In order to resolve the pain the device was turned off, decadron was given, and the neurosurgeon was notified.

Event description:
Additional information received from the consumer reported they had an appointment scheduled with their doctor on (B)(6) regarding the pain they developed when recharging. The pain had significantly decreased but they still wanted to have it checked out. It was noted the device seemed to be working well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.